Event description:
User facility reported that order was taken by integra neurosciences andover, united kingdom customer services in 2005. 17 days later the customer was still awaiting the shipment. When the order finally arrived at the facility, the wrong product was in the shipper box. The physician at the user site, informed the sales rep that in the meantime, 4 pts on the ward who would have been treated with the licox probes expired. It was his opinion that two of the four pts would have had a bettr chance of survival with teh licox probes. The pts expired due to their injury/condition unrelated to the licotx monitoring device. The physician reported the pt's expired but did not give the exact date.